Event description:
The customer reported that the device failed to power up.

Manufacturer narrative:
The customer reported that the device failed to power up. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.